Manufacturer narrative:
(B)(4). Lot 15e006 was manufactured may 4, 2015- may 5, 2015. The device was received for evaluation. Visual inspection and flow rate testing was performed without noting any issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. Total volume was 100ml. After 38 hours of infusion, 50ml remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.